Event description:
The pt was revised due to poly wear of the acetabular liner.

Manufacturer narrative:
Visual examination confirms wear of the poly material. There is nothing, however, appearing excessive for the length of time implanted. Review of the device history records did not reveal any related mfg deviations or anomalies. A complaint database search finds no other reported incidents against the provided product and lot code since its release for distribution. The investigation could not verify or identify any evidence of product error regarding the reported event. Based on the investigation, the need for corrective action is not indicated. Additionally, the investigation has determined that this product code has been inactive/obsolete since 7/02. Should add'l info be received the investigation will be reopened. Depuy considers the investigation closed.